Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was tested before the operation and passed. No error codes were displayed. During the operation, the device began to activate without anyone touching it or the activating buttons. After the operation, the device was tested again. The device passed the test again without any error code. When trying to activate, the device max button worked fine but the min button didn't activate at first and after a while it started to activate occasionally. The device was tested with another hand piece and the result was the same: max button did work but min didn't react for every time it was pressed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.